Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was impacted (600 mg/dl) with a trace of ketones and insulin injections were used to address the bg level. The cause of the past occlusions was unable to be determined. A tandem clinical diabetes specialist provided the customer with additional troubleshooting.